Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. While on support, the pump was accidentally pulled back to where only the pigtail was across the valve. After many attempts in several minutes, the physician was able to get device back into left ventricle. But after that, suction was present all the way down to p2 and low flows of 1-1.5 l present. 1l of volume given to help with suction, but did not change. The pump was explanted and another impella cp was inserted.

Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that upon inspection of the pump, a cannula kink was found. The kink most likely occurred during the repositioning of the pump. The low pump flow was most likely due to improper positioning and the repositioning of the pump after it was pulled back with only the pigtail across the aortic valve. The root cause of the issue was wireless re-access. The impella device is not indicated for wireless re-access. This report is being filed as part of a retrospective review of historical records.